Event description:
It was reported that the fiber cap detached at (B)(4) joules during a prostate procedure. The procedure was continued with a second fiber, which was also reported to have the cap detach during use (reference MFR report number 2937094-2012-00205). There was no pt injury. It was reported that after the second cap detachment, the physician retrieved both tips, looked over the prostate and "decided that he had done enough work".

Manufacturer narrative:
Event problem, the component - fiber and cap are associated with the device - break.